Manufacturer narrative:
A replacement blood glucose meter was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their blood glucose meter was providing low readings. The patient received a low reading of 83 after lunch, and a nurse re-checked their blood glucose using another meter and obtained a result of 164. No treatment was provided at the time of the inaccurate reading. However, the patient stated that their doctor had increased their jardiance dosage in the past month from 2.5 mg to 7 mg based on blood glucose meter readings.